Event description:
Hospital med/surg personnel responded to a pt in cardiac arrest. According to the reporter, the device twice would not defibrillate the pt. This opinion is based on the statement by the operator that the device "did not fire". A backup device was immediately called for, used and the pt was resuscitated.